Event description:
Dexcom g7 does not give correct glucose readings. After replacing the first sensor when its needle struck a blood vessel, the replacement sensor, after its warmup time window, consistently does not provide correct readings. Glucometer used to verify. Patient is pregnant with gestational diabetes. Manufacturer contacted. Did not appear to have proper professional support. Reference report #mw5149167.